Event description:
It was reported that the bd micro fine¿ + pen needle was attached to the pen, the out cover was not detached. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after the pen needle was attached to the pen, the outer cover was not detached.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle was attached to the pen, the out cover was not detached. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after the pen needle was attached to the pen, the outer cover was not detached.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.